Manufacturer narrative:
No parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that while being removed a 1500mm percutaneous pin had the post break off and it was confirmed that the issue happened inside the patient anatomy. There was no delay and no patient impact.